Event description:
It was reported that during a laparoscopic cholecystectomy the applier misfired and buckled at clip, clips were ejecting from jaws and were crossing over at tips. There was no pt consequence.